Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The following data was provided (customer¿s reference range is 9.01-19.05 pmol/l): initial result was 20, repeat result was 15 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section d3 - email and section g1 - mfg site email updated. The complaint investigation for a falsely elevated alinity I free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained reagent lot kit, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. A review of tracking and trending did identify trends for list number 07p70. Additionally, an increase in complaints has been observed for the lot, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 65500ud03, was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The following data was provided (customer¿s reference range is 9.01-19.05 pmol/l): initial result was 20, repeat result was 15 pmol/l. There was no impact to patient management reported.